Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that their issues were resolved with the removal of the device. It was noted that they were able to have an MRI which disclosed a cyst on their spine, requiring spinal surgery. It was stated that without the removal and MRI, their healthcare provider was going to do a spinal fusion at l4/l5. Instead, the cyst at s1 was removed and the patient was completely healed. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 13-jun-2023, UDI#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said the ins "doesn't seem to be working which was clarified as the patient was "having to go as much as before" implant. They also mentioned that they don't feel stimulation and inquired if increasing would make therapy work. The call center assisted the patient and confirmed therapy was on; stimulation was at 0.9v. As a result of what was reported, they were redirected to their healthcare provider (hcp) for guidance on adjusting settings. Later on that day, patient called back saying they were seeing the "device not responding" screen. They noted that they have a bandage over their ins site. The call center reviewed that bandage presence and swelling can cause disruption with telemetry so it was suggested to keep trying to connect. Patient noted they have an appointment with their hcp on (B)(6) 2019 so they were redirected to them. On (B)(6) patient called in with concern with the battery for the communicator; it was losing a charge in less than two days. Patient noted they were told by a manufacture representative (rep) that they would only need to charge the device once every 2 weeks; they are concerned that the battery is depleting quickly. They noted that the issue occurred about two days after implant because both died and needed to be charged. It was reviewed that the communicator will need to be charged more frequently than 2 weeks and it was recommended to monitor the issue and call back as needed. The patient was reassured that connecting to the ins with external equipment will become easier. On (B)(6) patient reported having numbness and tingling going up and down their right leg (ins is on the right side). They added that they had an electromyography (emg) test on their leg due to numbness in their foot (foot numbness is not related to device/therapy). They added that the hcp told them that they don't need to turn the ins off and the emg wouldn't harm them or the ins. Now, they are experiencing numbness, tingling, a lot of pain in their right leg, and it has been difficult for the patient to sleep at night. They added that they were "really having trouble walking" into their hcp's office. They added that "last friday" was the "big day that it got really bad." The patient also mentioned that they have a back condition that existed prior to having ins implanted and thinks it might be the cause of the leg symptoms and not the ins. On (B)(6) the consumer mentioned a rep changed their program to a different setting, but the patient turned the device off on (B)(6). The patient mentioned there was no difference in their leg symptoms with the ins off, explained that was the reason why they don't think the ins is the cause of the leg symptoms, and thinks it is most likely related to their back condition. The caller requested emg compatibility information; information was reviewed and they were redirected to their hcp. They noted that they will turn their ins back on if their hcp "clears it". Follow up information received from the patient on (B)(6) 2019 reported that they never did get the device working and they had it removed on (B)(6) 2019. As an action taken to resolve the issue, the patient had tried 2 different settings and the patient still got no results. Regarding the ¿device not responding¿ screen issue, the patient stated that the circumstances that led to the ¿device not responding¿ message was ¿operator error¿ as they did not know how to use it. This issue was resolved. About the communicator battery depleting quickly issue, at first, the patient thought that it had to be on all the time. Once they started turning it off, the communicator kept the charge and it worked. Further, the patient reported that the lead wire caused swelling and discomfort and they ¿had it all removed¿ (and partly because they needed an MRI for back surgery). There were no further complications reported or anticipated.